Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA, (B)(4) for overfill.

Event description:
It was reported in a service report the foot-end brakes were not holding. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Manufacturer narrative:
(B)(4). Device was received operative and in good condition. The device was determined to meet functional and electrical performance specification requirements per rite testing. The assignable cause of the iipv (5/3/10, drain volume 2789 ml) was determined to be: insufficient drain. False empty detect and use error. Inappropriate bypass of the caution negative uf alarm. The device was subsequently forwarded to service. Follow up: product surveillance followed up with the nurse provided the results of evaluation and the probable cause identified. The nurse stated that sometimes the mom disconnects the machine and the nurse had addressed these concerns with the mom. The nurse also indicated that the hp is doing better since she had her catheter repositioned and will be back on pd therapy in a week. The nurse confirmed there was no patient injury or medical intervention associated with this report. No allegations were made against any of the hp's dialysis products.

Event description:
During initial assessment, an increased intraperitoneal volume (iipv) situation was identified which occurred on date (B)(6) 2010 during drain cycle 3. The ultrafiltration (uf) reading was 1289 ml, indicating that the patient drained 1289 ml more than their programmed fill volume of 1500 ml. This information gave a total drain volume of 2789 ml, which meets iipv criteria.